Event description:
During a tonsillectomy and adenoidectomy procedure, the physician utilizing evac 70 xtra plasma wand. After, approximately 7 minutes of use the wand stopped working. The physician was required to complete the procedure using a suction bovie. No pt complications were reported as a result of this event.